Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the service center received the user interface module (uim) for the repair and evaluation. The suspect uim component was bench tested, inspected connections and components within the uim by the service group, which was unable to duplicate the customer event. The evaluation therefore could not determine the component root cause associated with uim. Carefusion will continue to track and trend this reported issue and all related information.

Event description:
The customer reported that during pre-use set up on this ventilator, the display screen is white on startup. The customer reported no patient involvement.